Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the mos1 battery status, 15 charging cycles were recorded in the devices memory. The memory content of the ICD was analyzed. The analysis revealed that the ICD was reinitialized on 27-may-2021. Further analysis revealed that the device automatically activated the backup mode, because it detected invalid memory content during an automatic signature check on 24-may-2021. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Based on the available data the root cause for the invalid memory content could not be determined. The presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. In a next step, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Subsequently the ICD was monitored under different temperature environments and the occurrence of invalid memory content was not reproducible. The ICD behaved as specified. Regarding the reported battery depletion, analysis showed that the battery was not depleted and the ICD never activated the battery status eri. Please note, while the ICD is operating in the safety backup mode, the battery status is displayed as empty even if the battery is not depleted. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction. The battery was not depleted and the eri status was never reported by the device.

Event description:
It was reported that the device was explanted due to eri status approx. 43 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.